Event description:
It was reported before use of the bd vacutainer® flashback blood collection needle the shield and/or protective cap came off. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found the shield had fallen off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. The shield is attached to the flashback needle in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd vacutainer® flashback blood collection needle the shield and/or protective cap came off. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found the shield had fallen off."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-08-30 h.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. The shield is attached to the flashback needle in the photo. Additionally, the customer sample was evaluated by visual examination, checking the molded ribs on the female luer and the IV shield, and the indicated failure mode for loose IV shield with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported before use of the bd vacutainer® flashback blood collection needle the shield and/or protective cap came off. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found the shield had fallen off."